Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to press and not responding sometimes. Customer stated that using the up arrow they navigated screen. Customer reported that there was crack at the back of the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.